Event description:
It was reported that during a laparoscopic cholecystectomy the el5ml was not able to fire on second clip. After that customer tried to fire in out of field, it still hard to fire. Then el5ml can fire out but the clip was malformed. The procedure was completed with new product and patient did not have any adverse consequence. The surgery was delayed 5 minutes. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch # unk photo analysis: this is an analysis of a photo submitted to ethicon endo surgery for review. During the visual analysis the following was observed: the photo shows a malformed clip on a tyvek. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number v9477l/el5ml and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify, under event description was mention ¿patient is good (not have adverse consequence)¿, but patient status/ outcome / consequences --> was code it ¿yes¿. Please confirm if were there any patient consequences? If yes, please describe. .

Manufacturer narrative:
(B)(4). Dates sent: 6/21/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned samples revealed that eighteen el5ml devices were returned inside their original packaging and with no apparent damage. In an attempt to replicate the reported incident, as per the sampling plan thirteen instruments were tested for functionality. During the analysis, the devices were cycled and they fed and formed 15 conforming clips. As per the sampling plan, a visual inspection was performed on thirteen samples. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the devices performed without any difficulties noted.